Event description:
The advocate called for help with the customer's contour system. She alleged the customer tested his blood glucose one morning and received a reading of 52 mg/dl. The customer was drowsy and fell down, so paramedics were called. When paramedics arrived, they tested the customer's glucose and received a high reading (actual reading could not be provided). The customer was treated with insulin. The caller was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.